Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: review of the black box data revealed a voltage drop on (B)(6) 2017. No overheating occurred during testing of the pump. There was no evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.